Event description:
It was reported that an inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks were delivered due to an atrial arrhythmia with rapid ventricular conduction. Presenting electrogram (egm)s showed an atrial arrhythmia in progress. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that an inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks were delivered due to an atrial arrhythmia with rapid ventricular conduction. Presenting electrogram (egm)s showed an atrial arrhythmia in progress. The device remains implanted. No adverse patient effects were reported. Additional information noted that the doctor spoke with the patient and had altered the patient's medication. There was no plan to make any programming changes to date.